Event description:
Customer zeroed the dpt twice, but the pressure was measured as 200 mmhg at the releasing air pressure. It then slowly drifted to 600 mmhg. Another kit was used.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Result: display hard to read or misleading. Conclusion: device failure occurred and was related to event.